Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and analyzed the log file. Analysis of the log file confirmed that the reported issue was caused by a defective converter in the x-ray generator. The fse replaced the converter in the x-ray generator, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray is not possible. No patient harm reported. A diagnostic performed by the philips field service engineer verified reported problem and found converter q1 defective. The defective part was replaced. Philips has started an investigation of the complaint.